Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported post implant a realize gastric band, on the first fill, under fluoroscopy it was noticed that the port was flipped. The surgeon flipped the port back and sutured the port into place. The patient is fine with no patient consequence.